Manufacturer narrative:
(B)(4). G2: foreign - netherlands. Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that battery housing received at the repair center had lid hinge cracked and loose parts where housing connects to the handpiece. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). The following sections were updated: b4, b5, g3, g6, h1, h2, h3, h6, h11. Review of the most recent repair record determined the lid hinge was cracked. Per the provided photos, it also appears the battery release latch was depressed causing a locking issue with the funnel. The unit was returned unrepaired. Review of the device history record identified no deviations or anomalies during manufacturing. Review of complaint history identified additional similar complaints for the reported item and part and lot combination. The root cause of the reported event is attributed to component failure from repeated use. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.